Manufacturer narrative:
Product complaint #: (B)(4). This report is for an unknown screws: trauma / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient with osteopetrosis underwent removal of devices due to nonunion of femur. The devices were broken proximal portion of dynamic hip and condylar screw (dcs) plate and two broken (2) 4.5 mm screw heads with a shaft portion of screw remained. The lag screw was also removed. Patient received a revision with a dhs 130 degree plate and a troch stabilization plate. The patient was also bone grafted with vivigen. The original date of the implant was unknown. The patient and procedure outcomes were unknown. Concomitant devices reported: dhs®/dcs® one-step lag screw 12.7mm thread/65mm (part# 280.265, lot# unknown, quantity# 1) this complaint involves 3 devices. This report is for 1 unk - screws: trauma. This report is 2 of 3 for (B)(4).